Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The isi technical support engineer (tse) explained to the site that they could still use the maryland bipolar forceps instrument. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Isi will not receive the maryland bipolar forceps instrument for evaluation per the customer response in follow-up questions. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted liver wedge resection surgical procedure, the user informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that an arc flash occurred during the use of bipolar energy with a force triad generator. The unspecified bipolar instrument did not have any damage on the tip. The tse explained to the user that they could continue using the bipolar instrument. The system was functioning properly at the time of the call. The procedure was completing as planned with no reported injury. Isi performed follow-up and obtained the following additional information: the reporter confirmed that they used both the integrated electrosurgical unit (iesu) and force triad generator at the same time. The cannula was inspected prior to use and a pin gauge was used to inspect the cannula. The reporter confirmed that there was no arcing but only a spark from near the base of the maryland bipolar forceps instrument's jaws. The reporter did not know where the arc was grounded. The reporter was unaware of the surgical task being performed when the issue occurred. The instrument was connected properly. The iesu setting was set at "60 macro 60." The reporter did not know how long the bipolar instrument was in use when the arcing occurred. The fenestrated bipolar forceps and cadiere forceps instruments were the other instruments being used in the procedure. It was unknown if the instrument's tip collided with any other instrument or tool or was in contact with tissue when the reported arcing event occurred. The reporter believed blood might be adhered to the instrument prior to activating the instrument. The surgeon did not know the cause of the arcing event. The instrument associated with the arcing event is a maryland bipolar forceps instrument. The procedure was completed with the same iesu.